Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided int he maude report. Carefusion is unable to contact the customer for additional info or to request the return of the affected product.

Event description:
Received customer's maude report from FDA, which states "IV pump alarmed and froze with critical error alarm. The rn was at the bedside, changed out the pump immediately." Conflicting info in the report, event type, is listed as injury, and event outcome, is listed as required intervention, however, text states "no harm to the pt." No other info is available, no customer info is provided or available. Reference ur/importer report # (B)(4).